Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a surgical procedure with exterior fixation. Allegedly, sometime post-op the wire in the proximal tibia ring broke. The patient underwent a revision surgery to replace the broken wire. No additional patient complications were reported.